Manufacturer narrative:
Investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was not able to determine the root cause of the failure since the sample was not provided. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was able to observe a tubing defective ¿ damaged in the picture provided by the customer, however bd was not able to confirm by the customer indicated failure mode to the manufacturing process because is necessary sample to perform a better investigation and provide a conclusion. It is important to mention that our product is made manually and during this assembly we do not use sharp objects that could cause a damage in the tubing or other parts. Always refer to IFU for product usage recommendations. It¿s recommended to provide samples for a further investigation of the indicated defect and find the root cause to prevent occurrence of this defect at the end of user facility. No actions will be taken at this time; however, we will keep monitoring the manufacturing process in case any emerging trend is detected.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced device damage while still considered operable. The following information was provided by the initial reporter: on (B)(6) 2021, the indwelling trocar syringes of the patient on may 6 were disconnected, and the patient did not pull the indwelling syringes violently, so the patient was given a timely replacement of the indwelling needle. The extension tube is broken.